Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the hinge post would not thread into the femoral component.